Event description:
The patient had a thermistor catheter inserted while in the emergency department. Approximately 50 hrs after insertion, there was a decrease in urine output. The nurse discussed with the physician that urine output has been oliguric. The patient was given a 500cc normal saline bolus for decreased urine output. The nurse was performing an assessment and observed that the patient had a firm and distended abdomen (over the bladder area). There was urine leaking around the catheter. The thermistor catheter was removed and replaced with a new regular foley. There was an immediate return of 1400ml amber/brownish-tinged urine. The catheter was draining without difficulty. No adverse outcome to the patient.